Event description:
Central and PICC lines became obstructed with thrombus at a low but finite frequency. Tpa - tissue plasminogen activator - is a drug of choice used in minute quantities to clear the thrombus. "Tpa" is not available on cerner's menu of medications and does not alias to the medication that is on the list, "alteplase". This nuisance glitch results in frequent delays in care and therapy - to go through the clogged line - and disruptions in workflow, until every potential user knows to not attempt to order "tpa", and knows and remembers "alteplase". The failure to recognize generic and brand names and otherwise commonly used names of medications on these cpoe devices creates impediments and delays to care.